Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Device was reported to have been discarded. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a fibulock ankle arthroscopy procedure, the surgeon was drilling in the canal with the 3.2mm drill bit that is included in the st6100, standard procedure pack. He stopped halfway to snap an x-ray and when he restarted the drill and began to drill again, the drill bit sheared apart. Most of the fragments were retrieved; however, one fragment remained. The surgeon decided to leave the fragment as is. The fragment was approx. 1cm in length. X-rays were taken were but are not available. A second st6100, standard procedure pack, was opened and the 3.2mm drill was used to complete the case with no other issues.